Manufacturer narrative:
On december 12, 2024, mentor became aware that the date of bilateral replacement surgery with serial number (B)(6) on the left side, and with number (B)(6) on the right side on (B)(6) 2024. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to november 14, 2024. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right deflation, and breast cancer. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 4, 2024, mentor became aware that the patient's surgery has been rescheduled for (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old female patient underwent revision breast augmentation with 425cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
On september 24, 2024 , mentor became aware that the surgery has been cancelled, and patient also experienced breast cancer in addition to deflation. Hence, following fields have been updated on this form: event description has been updated as per clinician review is required intervention has been de-selected under section b; field b2. Is life threatening has been selected under section b; field b2 . Explantation date has been removed from fields d6b. Field h6 health effect - impact code has been updated to ¿serious injury/ illness/ impairment¿ field h6 type of investigation has been updated to "device not accessible for testing" cause not established has been added to field h6 (investigation conclusion). Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported, via a distributor report, that a female patient who underwent breast augmentation surgery with sal smooth rnd diap 425cc mentor saline breast implants on (B)(6) 2018. Breast cancer was reported by the patient on (B)(6) 2024 ¿ ¿patient diagnosed with breast cancer, will revisit surgery after radiation therapy¿. No explant information available to this date.